Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that her lancing device broke. Although the pt did not have the lancing device with her at the time she contacted lfs, she described the product as being blue and white. She also claimed that the lancing device came with her one touch ultra meter when she purchased it. The one touch ultra kits were originally packaged with one touch ultrasoft lancing devices. The pt manages her diabetes with prandin. The pt indicated that the alleged issue started on an unspecified date/time 2 to 3 weeks prior to contacting lfs. The pt stated that the cap broke. The pt also mentioned that she had not tested for the 2-3 week period because of the lancing device issue. On an unspecified date/time a week to ten days after the alleged issue began, the pt claimed that she developed symptoms of dizziness, tiredness, and shakiness in her hands. She also felt as though the room was spinning. As a result of having the symptoms, the pt laid down in her car. The pt explained that she did not know if she was high or low at the time. She denied receiving medical treatment because of the alleged issue. The pt stated that she was advised by a pharmacy to call lfs for assistance with the lancing device. It would have been helpful to know the following info: the pt's testing frequency, her medication and diabetes mgmt regimens, and what actions the pt took before and after the symptoms developed. Based on the info provided, this complaint it being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.